Event description:
It was reported that a defective label was found which was contained in the syringe package. When removing the label seal from mounting paper, glue was still on the mounting paper and not on the label so it cannot stick to the syringes. There was no patient involvement thus no patient adverse/harm. The event occurred during inspection.

Manufacturer narrative:
Device evaluation: 12 unopened packages were received. A visual inspection of the packages did not reveal any abnormalities. Following the instructions printed on the patient label which states to "bend back and peel" the label from the mounting paper, it was confirmed that the adhesive had been applied on the release liner and not on the facestock label, thus complaint confirmation. In this instance, inadequate manufacturing from the supplier is the problem source of this issue. The supplier is no longer an operating business, and the label source will be supplied from another vendor. There is minimal risk to the patient for this defect however, the complaint information was shared with a quality engineer to initiate the appropriate supplier action. The label component was taken off the certified list and will be subjected to an increased inspection. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.